Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation optic damage was observed. Results from th product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Lens bench testing could not be conducted due to the optic damage. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that a patient had an unexpected postoperative refractive outcome and decreased best corrected vision after having a multifocal intraocular lens (iol) implanted. The lens was exchanged for a monofocal iol three weeks after initial implantation. Additional information was requested.